Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause could not be determined conclusively. According to the technical review the system was working within specification. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgeon reported that one month post lasik it was discovered that the difference map on pentacam showed that the elevation and corneal thickness presented with no change in the right eye. The surgeon states that it is unknown why there was no treatment done as the patient's surgery was completed successfully with no complications. Additional information requested.